Event description:
Note: this report pertains to two sensor wires used during in the same procedure. Refer to manufacturer report# 3005099803-2021-03347 and 3005099803-2021-03629 for the other associated device information. It was reported to boston scientific corporation that a sensor wire was used in the right kidney during a percutaneous nephrostomy procedure on (B)(6) 2021. During the procedure, the guidewire was twisted and corewire broke. A second sensor wire was used and the same thing happened. The procedure completed with a third sensor wire. There were no patient complications reported due to this event.

Manufacturer narrative:
Correction: block e1 (initial reporter first name, last name, city,zip/post code, phone, fax, and email ) block e2 and e3 (occupation) block e1: this event was reported by the pharmacy intern - medical devices unit. The physician is: (B)(6) block h6: medical device problem code a0401 is being used to capture the reportable issue of corewire broke. Block h10: a sensor wire was returned. Visual analysis revealed that the wire did not have the proper shape. It was damaged. The urethane tip was peeled exposing the corewire. In addition, the ptfe was peeled at the distal section. The reported complaint about corewire broken was not confirmed. However, the reported complaint about body material twisted was confirmed. During the product analysis, the device was found with the ptfe peeled at the distal section and the urethane section peeled exposing the core wire, this condition of the distal tip could cause the failure faced by physician as twisted because of the deformation of the tip. Based on the condition of the returned device, engineers determined that the failure mode observed could be caused due to the interaction of the wire with other devices, the amount of force applied over the device as well as the handling of the device during the procedure. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed on the sensor wire instructions for use (IFU). There was no evidence that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two sensor wires used during in the same procedure. Refer to manufacturer report# 3005099803-2021-03347 for the other associated device information. It was reported to boston scientific corporation that a sensor wire was used in the right kidney during a percutaneous nephrostomy procedure on (B)(6) 2021. During the procedure, the guidewire was twisted and corewire broke. A second sensor wire was used and the same thing happened. The procedure completed with a third sensor wire. There were no patient complications reported due to this event.